Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-01. H6: investigation summary a sample was returned to sbdm, lot number is unknown. Sbdm found that there is a broken plunger in the complaint sample. House sample inspection: sbdm checked the same and manufactured in similar date lot (lot no. 1105132, 1105142 & 1105172) house samples as of the complaint sample, there was no same case on the syringe. DHR review: sbdm review the manufacturing record of complaint sample, there is no issue while manufacturing. Customer complaint record review: sbdm review the customer complaint record of complaint sample, there is no same issue of the same product from other customer. Root cause: based on the investigation result of the complaint sample, there was broken plunger of syringe. It is likely that the broken plunger of syringe was occurred in the syringe assembly process. The broken plunger of syringe may be occurred before the scale printing process and this defect may be caused by temporary malfunction of barrel & plunger assembly machine. As above pictures, when the plunger moves to assembly machine and if there is full of plungers, sensor makes stop supplying plunger. It means that the feeder and scale printing machine stopped promptly and resume the run again. An error can be occurred by the time of re-run and then the feeder index hit and broke the plunger. It is assume that the inspectors did not find the broken plunger of syringe and it caused the complaint case. Corrective actions: 1. Quality training on this customer complaint for syringe assembly line workers and quality inspectors. 2. Maintain the plunger feeding part of syringe assembly machine to prevent broken plunger. 3. Implementing 100% visual inspection on syringe packaging process, and had retrained on inspection method for packaging inspector due to this complaint case effective. Conclusion: 1 sample was returned to sbdm, lot number is unknown. Sbdm found that there is a broken plunger in the complaint sample. Based on the investigation result of the complaint sample, there was broken plunger of syringe. It is likely that the broken plunger of syringe was occurred in the syringe assembly process. The broken plunger of syringe may be occurred before the scale printing process and this defect may be caused by temporary malfunction of barrel & plunger assembly machine. As above pictures, when the plunger moves to assembly machine and if there is full of plungers, sensor makes stop supplying plunger. It means that the feeder and scale printing machine stopped promptly and resume the run again. An error can be occurred by the time of re-run and then the feeder index hit and broke the plunger. It is assume that the inspectors did not find the broken plunger of syringe and it caused the complaint case. H3 other text : see h10.

Event description:
It was reported that syringe 10ml 21g 1-1/4in plunger broke. The following information was provided by the initial reporter: when the customer was using the 10ml syringe, the syringe plunger had been broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 10ml 21g 1-1/4in plunger broke. The following information was provided by the initial reporter: when the customer was using the 10ml syringe, the syringe plunger had been broken.